Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
The information was received from the user facility via a manufacturing representative regarding a part used for spinal therapy. It was reported that there was an issue in the field regarding sets screws being left in a set screw break off driver. It was noted that the customer had reprocessed (cleaned/sterilized) a set screw breakoff driver with set screw still in the driver (not removed after previous use). Additional information received states that pre-op diagnosis - thoracic fusion t10-t12 posterior lateral. Cancer decompression at t11. Procedure involved (B)(6) 2021 t10-t12 posterior thoracic fusion. Levels implanted t10-t12. Screw placement at t10, t12. Solera focused 5.5/6.0 instruments were not processed according to IFU and the breakoff driver was not flushed from the previous case. After breaking off the 4 set screws at the final stage of the procedure, we flushed the driver on the back table and saw previous set screws that had not been flushed. The hospital conducted an investigation with infection control and reported it. There was no patient symptoms or complication reported. There was no delay and additional surgical or medical intervention done as a result of this event.